Event description:
A customer reported there was no irrigation or aspiration in vit mode during a procedure. There was no pt harm reported. Additional information has been requested but none has been received.

Manufacturer narrative:
The company representative examined the system. The software was upgraded. The system was then tested and met all product specification. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).